Event description:
Additional information was received indicating that inadequate capture and high pacing impedance were noted following the reprogramming. Abbott technical support was again contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a remote follow up, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The physician suspected calcification on the rv lead. Diagnostic imaging was performed, however, the results were inconclusive. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.